Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor fault -1001" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device activity log. However, the device was put through extensive testing including complete calibration and outgoing systems testing without duplicating the report. Internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.